Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing trouble reading, and blurry vision. The cgm reading was 150 mg/dl at that time, and when the patient took a fingerstick, the blood glucose reading was 34 mg/dl. After this the patient lost consciousness. A family member came to call 911 and ambulance came to ¿revive him¿. No fingerstick reading was reported from emergency medical services (ems), but the patient was treated with intravenous (IV) sucrose. No further medication or intervention was reported, and the patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.